Manufacturer narrative:
Imaging review: a review of the images provided showed an implant in proper position. Access to the fit analysis was not available and there was the inability of the known length of the main pulmonary artery (mpa). However, it appeared despite to sit the row 1 (harmony outflow) at the top of the bifurcation, the row 6 (inflow) stayed below the annulus, that could lead to the ventricular tachycardia which is listed into the potential complications / adverse events. The discharge transthoracic echocardiogram (tte), dated (B)(6) 2025, noted the patient was post-harmony transcatheter pulmonary valve (tpv) implantation. The harmony valve leaflet motion appeared normal. There was normal proximal flow across the harmony tpv with an estimated peak velocity of 2.0 meters per second (m/s). There was no obvious central pulmonary regurgitation or paravalvular leak (pvl). The device inflow appeared well apposed to the right ventricular outflow tract (rvot). There were no obvious device frame configuration issues. In conclusion the harmony tpv appeared to be functioning normal post implantation. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the ventricular tachycardia episodes lasted approximately ten beats and resolved within two weeks. Per the physician, the valve was implanted annular, and the implant depth of the valve did contribute to the arrythmia.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{harmony-dcs}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic pulmonary valve, episodes of non-sustained ventricular tachycardia were observed. As result, a beta blocker was administered. As reported, the outcome of this event was specified as recovering.

Manufacturer narrative:
Updated data: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the episodes of ventricular tachycardia resolved the same date as onset.